Manufacturer narrative:
A visual inspection of the returned cycler exterior showed no sign of physical damage. However, there were indications of insect infestation in the cassette compartment. There were no indications of dried fluid within the cassette compartment, and no burrs or sharps inside the cassette door that may have punctured a cassette membrane. The heater tray was not obstructed, and a simulated treatment was completed without alarms or problems occurring. There were no fluid leaks in the test cassette during the test treatment. The valve actuation test, system air leak test, and mushroom head inspection all passed. There were no internal, visual discrepancies found in the inspection of the received cycler unit. The interior of the cycler unit showed evidence of insect infection. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification. The evidence of insect infestation and the nurse attributing the event to contamination is confirmed.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of plant's investigation. A clinical evaluation of the available medical records was conducted. Patient was hospitalized for peritonitis from (B)(6) 2016. Patient was treated, improved and was discharged with follow up antibiotic orders. The patient also experienced an exacerbation of her chronic obstructive pulmonary disease and chronic bronchitis. This improved, as well. The patient's daughter requested a replacement cycler. The daughter of the patient remarked that the patient's home was infested with cockroaches, and when she went to the patient's home to collect the machine, she discovered roaches under it. The daughter stated she believes poor hygiene to be the cause of the peritonitis. This was not mentioned in the medical record. Patient¿s daughter did not allege any machine malfunction. The peritoneal dialysis nurse (pdrn) confirmed she received reports from the patient's daughter that the house was infested with bugs. The pdrn attributes the contraction of peritonitis to touch contamination. The pdrn confirmed that there was no cassette leak, but that the cassette tubing was not available for recovery and examination. Patient was discharged from the hospital on (B)(6) 2016. There is no documentation in the medical record that indicates a causal relationship between the liberty cycler and the patient¿s peritonitis. Physician notes reveal the patient¿s discharge diagnosis was peritonitis related to the peritoneal dialysis catheter. The peritoneal dialysis catheter is not a fresenius manufactured product. In addition, the organism found in the peritoneal dialysis fluid was staphylococcus, coagulase negative. According to the ¿ispd guidelines peritoneal dialysis-related infections recommendations 2005 updated,¿ the organism of staphylococcus (coagulase negative) is primarily due to touch contamination. The infestation in the home, the organism involved and the infection in the peritoneal dialysis catheter suggest the peritonitis was due to touch contamination.

Event description:
It was reported that a peritoneal dialysis patient's daughter wanted to have the cycler replaced due to peritonitis believed to be caused by the cycler. The patient was admitted to the hospital on (B)(6) 2016 and was still there as of (B)(6) 2016. Patient used the cycler last on (B)(6) 2016 and went into the hospital the next day. The patient's daughter was unsure if the patient completed treatment on (B)(6) 2016. Upon follow up, the patient's peritoneal dialysis nurse was able to confirm the diagnosis of peritonitis was made after a culture tested positive for coagulase negative staphylococcus. The nurse attributes the contraction of peritonitis to touch contamination. The peritonitis has since cleared out of the patient's system as confirmed via culture subsequently. The nurse confirmed that there was no leak or known malfunction. Medical records were made available.